Event description:
A nurse risk mgr reported that an IV set leaked fluid while in use on a post surgical pt. She stated the nurse noticed fluid leaking out of the pump and was not sure how much had leaked or for how long. She also stated that no pt harm occurred and that the tubing was changed as soon as the leak was noticed. The nurse reported that the tubing segment had a tear at the top and at the bottom. Also, that she cut the tubing above and below the tubing segment and will sent that part in for investigation. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A f/u report will be submitted with the results of the investigation once it has been completed.